Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient went for an MRI a few days ago (think it was last thursday)and they were told the people who was doing the MRI knew what to do with the device. When they got there the lady said they knew what was going on and didn't need the patient to do anything. After the MRI was over the lady was resetting it and asked the patient if they had program 1 or program 2. Patient doesn't have the confidence that the lady put the therapy back the way it was supposed to be. The therapy doesn't seem the same. For some reason they are having more problems. They said they weren't going like this before the MRI. They noticed the change that night after their MRI. Walked caller through checking their settings. Patient was on program 1 at 1.2ma. Patient switched to program 2 and increased the stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation was comfortable. Redirect to doctor if issue persists.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.